Event description:
It was reported by the patient's representative that following a coronary drug eluting stenting procedure, in-stent restenosis occurred. The patient "received various stent implants two times in 2003 and two times in 2004." It is believed that one or more of the stents were taxus express2 drug eluting stents and/or non-bsc drug eluting stents. "In-stent restenosis occurred and was treated with a coronary artery bypass graft six months after the original month in 2003. At this time, 3 more stents were implanted, all of which underwent and inordinate degree of restenosis. In 2007, the left anterior descending artery was totally occluded at or near one of the stents." Additional information has been requested, but not received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review of the product family will be performed. If there is any further relevant information from that review, a supplemental medwatch will be filed.